Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02374. The pt rec'd two leads (from the same lot) and two anchors (from the same lot) as part of his scs system. It was reported the pt did not feel any stimulation on the left side and reprogramming efforts were unsuccessful. It was reported the amplitude was unable to be increased for the left lead. Intraoperative testing allegedly was unable to address the issue; therefore, the physician decided to replace the left lead. It was reported the physician had a difficult time unlocking the anchor during the procedure; he accidentally broke the anchor and explanted it along with the lead. It was reported the pt had good stimulation coverage as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.